Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm on (B)(6) 2024. The blood glucose level was 800 - 900 mg/dl at the time of event and patient was hospitalized due to that event. The patient had high ketones also. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number and expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code malfunction cannot be determined. The batch 6002638 in question was manufactured at the reynosa site. Complaint investigation the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002638 was manufactured according to the work instruction (wi) version 106 and manufactured in the line inset 5, on 09/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code malfunction cannot be determined, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 6002638 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.